Manufacturer narrative:
The integrated electrosurgical unit (iesu) was tested on an in-house system. The c-54 error was reproduced during testing. The iesu has no significant scratches or dents. The front bezel is not cracked.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the clinical sales associate (csa) contacted a technical support engineer (tse) regarding a c-34 error on the integrated electrosurgical unit (iesu) generator. The system logs were not available as the system was not connected to the network. The csa replaced the monopolar cable and tried both monopolar energy outlets. The csa power cycled the generator several times, but there was no change. The customer had a valleylab force triad generator and connected it to the system. The surgery continued with the valleylab generator. The procedure was completed with no reported injury. Intuitive surgical followed up to obtain additional information. The customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The customer confirmed that the backup generator was connected within 5 minutes and the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu involved with this complaint to perform failure analysis as of the date of this report.